Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received a high reading of 363 mg/dl obtained on the adc device and initially self-treated with insulin (dose/type unspecified). It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat. Emergency services were called and the customer was transported to a hospital, where they received healthcare professional (hcp) administration of a glucose injection for treatment. A high reading of 347 mg/dl on the adc device was compared to a built-in meter result of 60 mg/dl, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. After several hours, a high reading of 193 mg/dl on the adc device was compared to a reading of 81 mg/dl from a built-in meter and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. A few hours later, a high reading of 184 mg/dl on the adc device was obtained and compared to a reading of 48 mg/dl from a built-in meter, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. Furthermore, the length of wear of the adc device was 12 days. There was no report of death or permanent impairment associated with this event.